Manufacturer narrative:
Evaluation of the customer issue included complaint text review, a search for similar complaints, device history review, labeling review, and field data review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not returned and the lot number was not provided. Field data review for lots in the field from (B)(6) 2017 through (B)(6) 2017 was completed. This evaluation showed that the patient median results for the reviewed lots are within the established control limits and no unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-28 that has a similar product distributed in the us, list number 2k91-29. An evaluation is in process.

Event description:
The customer observed falsely elevated ca 19-9 results while using the architect ca 19-9xr reagents. The following data was provided. The customer uses standard reference value 37 u/ml or less. Initial and repeat 250. The test was done as part of a medical checkup. The patient visited a different hospital and no abnormality was found. Testing at another facility was within the reference value using the architect method and the customer stated the results were in the normal range (37 u/ml or less), however the specific values were not provided. The patient was diagnosed with pancreatic cancer and bile duct cancer by a pathological diagnosis. No impact to patient management was reported.